Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil through the middle of a non-penumbra microcatheter and, therefore, the smart coil was removed. The procedure was then completed using a new smart coil and additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly mid-joint outer diameter was measured within specification. Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was able to advance through the returned non-penumbra micro-catheter without issue. Further investigation revealed offset coil winds on the embolization coil. Based on the returned condition, these damages were likely incidental and could have occurred during packaging for returned to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.